Event description:
Pacemaker under boston scientific advisory for high battery impedance may initiate safety mode. Recommendation for patients with 4 years or less battery longevity to have prompt generator change. Patient had ~2 years battery longevity, underlying rhythm junctional--high probability to be symptomatic if safety mode occurs. Pacemaker generator change done.